Manufacturer narrative:
The device was evaluated at olympus UK & ireland. Olympus UK & ireland checked the device, but couldn¿t duplicate the reported phenomenon. As a result of the evaluation, the following was confirmed. The device was visually inspected externally for damage that could be attributed to the reported event, but no anomalies or damage were identified. The channels were internally inspected using a small diameter videoscope and no signs, damage, or irregularities were observed. No defects were found in the forceps elevator, and no abnormalities were found within the channel systems or bending section. In addition, the user reported that the duodenal videoscope tjf-q290v with serial number (B)(4) owned by the user facility had a similar problem during the procedure and the procedure was extended by one and a half hours. The device was sold on march 25, 2019 and was last repaired by olympus service on july 23, 2020. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the procedure, a malfunction of the forceps elevator occurred. The forceps did not pass through the instrument channel, continued to get stuck, and the forceps elevator did not work properly. The user did not replace the device and completed the intended procedure with the same device set. Due to the malfunction of the forceps elevator, the procedure should have taken 30 minutes, but it took 2 hours. Therefore, the procedure was extended by one and a half hours. There was no report of patient injury associated with the event.

Manufacturer narrative:
Correction to date rec¿d by MFR of the initial medwatch. The aware date should be (B)(6)2020. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the malfunction was caused by the following: due to the influence of excessive bending of the insertion part, the movement of the forceps base of the device was temporarily impaired, and the forceps tended to interfere with the forceps base. Forceps not applicable to the device were used in combination with the device it is also possible that the event occurred due to some abnormality in the forceps used in combination with the device. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.